Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The keypad does not function except for the soft keys was verified when the on/off key was inoperable and the device was powered on with the slide clamp. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the keypad does not function except for the soft keys. There was no patient involvement associated with this event. No additional information is available.